Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Complaints text (B)(6) 2018 erp_rfc_user related (B)(4) ____________________ complaints text (B)(6) 2018 (B)(6) inquired what led up to the complaint. Customer response: cust reported high bg during low bg t.s high bg/under delivery t/s per dop114-950. Patient's bg at time of incident: 387 patient's current bg: 387 customer reports they feel okay to t/s. Customer reports they have a back-up plan available. Inquired if, and how, customer treated for high bgs. Found: bolus. Customer reports they have contacted their hcp regarding the high bgs. Explained the 2 high bg rule. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of high bgs. Recent high bg event began: few months. Inf was last changed: (B)(6) 2018. Based on customer report proceeding in t/s per customer alleging possible pump under delivery. Reasons why customer alleges pump is under delivering: high bg. Customer actions prior to the event: see notes. Time frame of the event: months ago. Linked meter usage: n/a. Inquired if customer received assistance with programming pump. Found: self. Adv to d/c at qr. Adv customer to check for protruded, loose, sticking out or flush drive support cap. Customer states: the drive support cap appears normal (slightly indented). Adv leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Adv that site related issues, such as bent cannulas tend to be contributing factors in hbgs. Adv high bgs may occur if the insulin is expired or cloudy. Customer declined to check for possible site/insulin issues. Adv inaccurate pump settings may result in hbgs. Adv if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. Customer declined to check their settings. Adv the pump is designed to trigger an alarm if it detects a blockage preventing the flow of insulin. Adv if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. If they do not have the necessary equipment to test this alarm we can send it to them. Customer does not have a tubing clamp available. Explained the 2 high bg rule. Item - 'advise customer to change entire set, reservoir and insulin and treat per hcp's instructions' reason not completed - replacement . Item - 'advise to call when tubing clamp received to perform hp test to confirm pump can detect an occlusion' reason not completed - replacement . Adv of available online resources. Explained the interaction aftercare email. Customer's outcome pertaining to the complaint: pump is being replaced due to low bg t/s will include a tubing clamp for future use ship: 1 pump 1 clamp / return: 1 pump ____________________ complaints text (B)(6) 2018 (B)(6) inquired what led up to the complaint. Customer response: just left dr office dr stating that he is unable to see some information on his carelink reports wants the pump replaced also cust is having harder time controlling bgs going up and down low bg/over infusion t/s per dop114-950. Patient's bg at time of incident: 30 patient's current bg: 374 patient has treated with food. Patient has been experiencing low bgs for 2 months . Adv customer to disconnect from the pump. Adv customer to check for protruded, loose, sticking out or flush drive support cap. Customer states: the drive support cap appears normal (slightly indented). Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of low bg. Based on customer report customer does not allege pump was over delivering. Customer states the most recent set change was: (B)(6) 2018. Material number of the infusion set in use at the time of event: mmt-397. Lot number of the inf go to record for full text

Manufacturer narrative:
After battery installation unit power up and display frozen after count up followed by an unexpected constant tone, problem isolated to mother board. Unable to perform any test or verify unresponsive button and possible under delivery due to frozen screen. Device received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address number label and cracked reservoir tube lip.